Event description:
It was reported the patient presented with an alert hv impedance out of range. As a consequence the patient alarm was off. The physician reviewed the range lifetime and determined there was no problem with the lead. Clinically resolved by reprogramming the device and to check the patient next year.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.